Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this recently implanted device exhibited oversensing of the atrium on the ventricular channel. The oversensing led to pacing inhibition and the patient experienced asystole. This sensitivity was then reprogrammed and will continue to be monitored. No adverse patient effects were reported.